Event description:
It was reported that the ventilator generated a technical error code indicating power error. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The reported issue has been confirmed during evaluation of the provided log files, service report and in problem description. Our field service engineer (fse) was on-site to investigate the issue further and found out that dc/dc & standard connectors pc board was defective and required replacement. Replacement of pc1778, is also recommended in the device's service manual in case that te 4 occurs. After replacing the pcb, the ventilator passed all functional and safety test and was returned for clinical use. The replaced part was not returned for further evaluation. Since no parts could be evaluated further, the root cause of the issue has not been determined.

Event description:
Manufacturer's ref.#: (B)(4).